Event description:
A report was received from an end user has suffered a biological reaction after use of the device. The device is a pvc vaginal pessary ring. The end user began use of the device in (B)(6) 2008. After five days in situ, the user developed severe headaches. After 14 days, the end user developed eye pain and became very sensitive to light.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.